Event description:
It was reported that there was an alert for high impedance on the svc coil of the right ventricular lead even though the alert is programmed off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a lead integrity alert triggered. Programmer data shows a lead integrity alert on (B)(6) 2011 05:40:01. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 05:40:01. High resistance/impedance - there was also 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04. The daily pace impedance trend data shows an increase for rv pace= 792 to 1248 ohms peak between (B)(6) 2011.